Event description:
A customer obtained an erroneously elevated troponin (accutni) result for one patient.the result was reported out of the lab and questioned by the physician.the original specimen was re-tested and the repeated result was within the normal reference range. A fresh sample collected from the patient also gave a result in the normal reference range.the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The specimens were collected in lithium heparin tubes without gel. The samples were spun at 3,500 rpm for 10 minutes.qc was within the customer's established ranges. A system check performed on 03/19/10 met specifications.a field service engineer (fse) was dispatched: a) the fse performed a preventive maintenance (pm). B) the fse replaced several hardware components. C) the fse primed the system and ran a system check which passed.although parts were replaced, no clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.